Event description:
Syringe pump was programmed to deliver 1ml of medication (pepcid) over a 20 minute period, but delivered in 6 minutes. I then hung flush for 20 minutes and it was delivered in 5 minutes. There were no complications during this period and patient remained stable. Removed pump and replaced with new one.